Manufacturer narrative:
Investigation ¿ evaluation: the investigation methods used include dimensional verification, a review of complaint history, the device history record, drawings, instructions for use (IFU), manufacturing instructions, quality control data, specifications, and a visual inspection of the returned device. The opened cook single-use holmium laser fiber package labeled rpn hlf-s273-h30, lot number 7438721 was received. Less than 1mm of fiber optic protruded from the end of the blue cladding. The fiber length measured 215.3cm in length. There is approximately 85cm of fiber that has been separated and it was not returned. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found six non-conformance issues associated with this complaint device lot number. The non-conformances identified include: an out of round or incorrect size end hole, item damaged, incorrect alignment, incorrect outer diameter, and incorrect quantity. A review of complaint history found this to be the only reported complaint associated with the complaint lot number 7552382. The instructions for use (IFU) contains the following precautions: a number of different factors affect the life of any particular fiber, including: ¿ extended lasing power ¿continuous lasing with fiber tip in contact with tissue ¿ lasing with a contaminated or damaged proximal end ¿ improper handling ¿ poor laser beam alignment or focus ¿ never subject fiber optics to sharp bends in handling, use or storage ¿ always keep connector end dry and free from contaminates ¿ discard any fiberoptic assembly that is cracked or broken, or that does not meet minimum transmission standards. ¿ do not exceed power limits. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and clinical factors appear to have impacted this event as reported. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). PMA/510(k): k124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the surgeon was performing a stone removal procedure with help of pyeloscopy and laser machine. A cook® single-use holmium laser fiber was used during this procedure. The stone was located via pyeloscopy and the laser fiber was tested prior to use and aiming beam was present. The laser fiber was inserted into the working channel of the scope as usual and the aiming beam was still present. It was reported that the laser was in use and working normally with the aiming beam for a period of time and all of a sudden the aiming beam disappeared. The surgeon stopped pressing the laser pedal and removed the scope. It was observed that the laser fiber fell out of the scope partially and broke. It was further observed that the tip of the laser fiber was still sticking out the distal end of the scope. The surgeon tried to remove the laser fiber but it did not come out. It was further reported that the customer was able to get the section of fiber out of the scope with the cleaning brush. The retrieved section of fiber was at the full length of the scope, which meant that it would have broken at, or near the start of the working channel or connector. The operator used another scope to complete the procedure. No piece of device remained in patient due to this occurrence. No additional procedure required due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.